Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. The IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a left leg angioplasty interventional procedure. Reportedly, too much pressure was placed on the skin/tissue where the starclose sheath was entering, causing a kink in the starclose sheath. When the plunger was attempted to be pressed down, the plunger depressed partially. It failed to engage the full way and the sheath did not split cleanly like normal. Instead the sheath had a rough edge around the point where pressure of ultrasound was on sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.